Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID information unknown. This report is for 1 unknown trochanteric fixation nail/unknown lot number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision surgery was performed to remove hardware after x-rays revealed that the helical blade had migrated thru the femoral head. During the revision surgery an unknown trochanteric fixation nail, helical blade and distal locking screw were removed. In addition a 1.7mm implanted cable wire broke during the revision and part of the wire remains implanted in the patient. Intraoperative x-rays were performed related to the cable wire breaking. The procedure was successfully completed with no surgical delay. This report is 1 of 3 for (B)(4).